Manufacturer narrative:
H11: internal complaint reference number: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned off the needle. The t1 is missing the tip. The suture knot is tightened down. The actuator is in the pre-t1/post-t2 position. Bio debris was present. A functional evaluation was performed on the returned device and found the actuator will cycle but the actuator attempts to stick at the tip and requires manipulation before returning to the next pre-deployment position. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the raw material strength requirements and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. The root cause has been associated with an unintended use of the device. Factors that can contribute to the reported event include inappropriate or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, during a knee arthroscopic procedure, the t1 of two (2) fast fix got stuck into the inserter and couldn¿t be deployed. Surgery was completed with a back up device instead. There was a surgical delay of less than 30 minutes, and no further complications were reported.